Event description:
Clinical review/rationale: a impella 5.5 was placed via an axillary graft access to support the 60-year-old male patient admitted in with known cardiogenic shock and cardiomyopathy, in scai stage d shock. The patient has a known history of coronary artery disease, diabetes, renal insufficiency with ongoing continuous renal replacement therapy (crrt), and was on both ECMO and vented for respiratory needs. While on the support there was noted ventricular tachycardia that prompted the team to defibrillate the patient. With the shock/defibrillations the patient had hemodynamic instability and was noted to lose pulsatility. The pump support alarmed for a false alarm of "in aorta" however, with imaging the pump was noted to be in proper position. In addition, there was a major bleed, gastrointestinal, observed. The treatment for the bleed was not shared. The medical team and family made choice to withdraw care, and patient expired. The death is conservatively being reported although an unlikely contributing factor to the death, and more likely the patient's presenting native critical condition as presented in scai stage d.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
The investigation of the reported failure mode has been completed. No product was received for evaluation. Tachycardia/major bleed/hemodynamic instability: the cause of the injury was not determined due to insufficient clinical details. Placement signal issue: the cause of the issue was not determined without returned product investigation and sufficient clinical details, including data log. Device history review: the device passed all post sterile inspection checks.

Manufacturer narrative:
The pump will not be returned for evaluation.

Manufacturer narrative:
B5 and h6 medical device problem code revised to reflect the corrected information.

Event description:
A impella 5.5 was placed via an axillary graft access to support the 60-year-old male patient admitted in with known cardiogenic shock and cardiomyopathy, in scai stage d shock. The patient has a known history of coronary artery disease, diabetes, renal insufficiency with ongoing continuous renal replacement therapy (crrt), and was on both ECMO and vented for respiratory needs. While on the support there was noted ventricular tachycardia that prompted the team to defibrillate the patient. With the shock/defibrillations the patient had hemodynamic instability and was noted to loose pulsatility. The pump support alarmed for an alarm of "in aorta" however, with imaging the pump was noted to be in proper position and the team determined the event to be due to placement signal issues. In addition, there was a major bleed, gastrointestinal, observed. The treatment for the bleed was not shared. The medical team and family made choice to withdraw care, and patient expired. The death is conservatively being reported although an unlikely contributing factor to the death, and more likely the patient's presenting native critical condition as presented in scai stage d.